Event description:
I have copd and was doing a doing a nebulizer treatment. During the treatment the bauble filled with bubbles. I was doing the nebulizer treatment with albuterol and ipratropium. It was new pack of ipratropium, but not a new lot number. Underneath of the expiration date of the ipratropium there is a number m10. The sleeve of the ampule I had used when the bubbles started had m10. Inside the box there are 12 aluminum packets of 5 capsules. Some of the foil bags had m10 and others were m9. I called (B)(6), but nobody has returned my call as of today. Albuterol was 0.083%, 2.5 mg/3 ml. The item: hcs is 70004 for the nebulizer. Under where the nebulizer says made for medline industries incorporated there is the following number (B)(4) and then it says type bf equipment. FDA safety report ID# (B)(4).